Event description:
It was reported, the customer received a no delivery alarm during a manual prime. Customer's blood glucose was unknown. The customer stated the alarm was resolved by an infusion set change. The customer did not want to return their infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.